Event description:
On (B)(6) 2012, the reporter contacted animas, alleging a power (no power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow up #1 submitted: 02/21/2013 device evaluation: the insulin pump has been returned and additional investigation was performed by product analysis on (B)(4) 2013 with the following findings: review of the black box and download history revealed unusual call service alarms on the date of the reported failure. On testing, the pump powered on normally. A rewind, load and prime sequence was executed without resultant alarms. The pump was exercised for 24 hours without alarms or failure. The pump was opened for investigation and revealed no moisture, damage, defect or contamination of the pump¿s interior components. The complaint was verified in the pump history was not able to be duplicated during the investigation.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.